Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified did not indicate a lot-specific quality issue. Based on the available information, the reported device damaged by another device (dislodged) appears to be user technique (refer, (B)(6) ). The reported single leaflet device attachment (slda) is a cascading effect of the reported device damaged by another device (dislodged). The reported medical intervention was the result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant informationna

Event description:
It was reported that on 10 november 2023 a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. Mr was originating from the lateral commissure. The first clip (xtw lot: 30711r3036) was placed without incident. When attempting to place a second clip (nt lot: 30417r1028) clip just laterally to the first xtw clip, the nt clip knocked the xtw clip off the posterior leaflet (single leaflet device attachment (slda)). The nt clip was removed and a third mitraclip (xt lot:30817r1083) was implanted successfully to stabilize the slda and further reduce mr. The procedure was completed with mr reduced to grade 1+. No additional information was provided.